Event description:
It was reported by a user facility to technical services, to service a hemodialysis machine following a pt adverse event. A user facility medwatch was then received by fresenius on (B)(6) 2013. It was reported that the pt arrived to the clinic in stable condition without complaints. The pt began treatment with a pre-weight of (B)(6) and an uf (ultrafiltration) goal to remove 6 liters of fluid. Shortly after starting treatment the pt complained of cramping. The venous lines of the machine clotted and the pt's heart rate was 176 beats per minute while on the dialysis machine. The pt then began having a grand mal seizure. The pt was unresponsive and ems (emergency medical service) was notified. CPR was initiated and an AED (automated external defibrillation) shock was not advised. When ems arrived on scene the pt was stabilized and transferred to the emergency room. Per the treatment record the pt's total uf was 3693mls; however, the post weight indicates the pt lost 7.7kg. Ref # 1651896-2013-0002.